Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. It was hard to lock the reservoir. There were times when the user thought the reservoir was locked, but it was not locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. No further information will be provided. No product is available for return.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. No further information will be provided. No product is available for return.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. It was hard to lock the reservoir. There were times when the user thought the reservoir was locked, but it was not locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.